Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the top right of the touchscreen does not work. It was reported that the device was being set up for use, which was outside of clinical use at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that during set up, the touchscreen fails calibration in right quadrant. The rse provided parts ID for the touchscreen for the repair.